Manufacturer narrative:
This complaint is recorded by zimmer biomet under: (B)(4). A follow up/ final report will be submitted once investigation is complete. G2: foreign country: thailand.

Event description:
It was reported that the device was plowing the skin too deep outside of surgery. There is no harm or delay reported. Due diligence is complete and there is no additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, h11. Review of the most recent repair record determined the motor speed was low and the calibration was out at the 0, 20 and 30 readings. The motor, bearings, spring seal, o-ring, and reciprocating arm were replaced and resolved the reported issue. The unit was manufactured in 2014 and has not since been returned for annual preventative maintenance. DHR was reviewed and no discrepancies related to the reported event were found. The root cause of the reported event is attributed to component failure as the device exhibits wear and tear from repeated use. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available.